Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly. No the motor arm cannot communicate with the main arm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple insulin pump error alarm occurred during self test. The customer¿s blood glucose was 10 mmol/l. Customer stated that the performed self test and the test result was insulin pump error occurred. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will not be returned for analysis.